Event description:
It was reported that the pt had an allergic reaction to the implantable neurostimulator (ins). It was noted that the pt had a special coating for the ins. The pt was having trouble breathing and was uncertain whether this was caused by the special coating. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).